Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the computer and cartridges. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the cstat system would not boot. There was no report of patient injury.